Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿feed error and alarm is not working." The unit was triaged and the reported feed error issue was confirmed, but the alarm not working could not be confirmed at this time. Service found the alarm to be audible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump has a feed error and the alarm is not working.